Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. The service code 204 was confirmed in the flag data. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing the service code. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable).